Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a motor error multiple times. The customer's blood glucose level was 137 mg/dl. The customer reported that they performed the troubleshooting and the insulin pump passed the displacement test. The customer stated that the insulin pump again received an error and they could not rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.